Manufacturer narrative:
Product implicated is a 3.5f umbilical vessel. No product was returned for evaluation. The customer listed three possible lot numbers: 51eh: lot history review indicates no related component or manufacturing issues and no product complaints of similar nature. 51dh1453: lot history review indicates no unresolved manufacturing issues and no product complaints of similar nature. 51hh1695: lot history review indicates no related component or manufacturing issues and no product complaints of similar nature. The complaint is inconclusive since no product was returned for evaluation.